Event description:
Pacemaker implanted on 3/26/92. Equipment life-expectancy was met, pacemaker generator had to be replaced. Pacemaker generator was 6.5 years old, probably do not need to report medwatch report.